Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that when updating the software, the mobile view station (mvs) power board stopped providing power to the image acquisition system (ias) and uninterruptible power supply (ups). The representative replaced the mvs power board and finished updating the software. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect power board was returned to the manufacturer for evaluation, however, no results are available at this time.

Event description:
A medtronic representative reported that outside of a procedure the mobile view station (mvs) and uninterruptible power supply (ups) were down on the imaging system. The mobile view station (mvs) would no longer power on and the image acquisition system (ias) would not charge. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the mobile view station (mvs) power control board assembly was returned to the manufacturer and the reported issue was confirmed. Fuses f11 and f12 were verified to be good. The returned part was installed for testing and it was observed visually that when 110vac was applied, only ds5 and ds19 were lit. There was no power to the image acquisition system (ias) or uninterruptible power supply (ups).